Manufacturer narrative:
On june 25, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 425cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The (B)(6) recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the patient had undergone implant explantation on (B)(6) 2021. On (B)(6) 2021, mentor received additional information indicating that the patient also underwent release of the capsular contracture, capsulotomy and replacement with a 425cc mentor memorygel breast implant catalog: 3504254bc lot: 9434033 sn: (B)(6). Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female patient, who's undergone primary breast augmentation with two 425cc mentor memorygel breast implants, suffered right breast capsular contracture (baker grade iii), post-procedure. The capsular contracture was diagnosed via physical consultation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.